Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device could not be interrogated. The patient was asymptomatic. The last check was in may and reported 3.7 - 5.1 years to eri. The patient had radiation therapy on left kidney in (B)(6) 2016. Troubleshooting was performed and using an alternate programmer, and test the telemetry with no success. The device was successfully explanted and replaced without adverse event. The patient remained stable before, during and after the procedure.